Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka has been performed on (B)(6) 2018, the patient experienced a deep vein thrombosis. This adverse event was solved by medication. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, the patient experienced a deep vein thrombosis (dvt) after a tka surgery (date unspecified) was performed. The adverse event was resolved by medication. The crf¿s were reviewed and the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The patient¿s current health status is reportedly ¿resolved¿. No additional requested clinically relevant information was provided for evaluation. Without the requested information, the root cause of the reported deep vein thrombosis cannot be definitively concluded. The patient impact beyond the reported event cannot be determined, and the event was reportedly resolved with medication. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that venous thrombosis has been identified as a possible adverse event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as adverse reaction and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, the patient experienced a deep vein thrombosis (dvt) after a tka surgery (date unspecified) was performed. The adverse event was resolved by medication. The crf¿s were reviewed and the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The patient¿s current health status is reportedly ¿resolved¿. No additional requested clinically relevant information was provided for evaluation. Without the requested information, the root cause of the reported deep vein thrombosis cannot be definitively concluded. The patient impact beyond the reported event cannot be determined, and the event was reportedly resolved with medication. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that venous thrombosis has been identified as a possible adverse event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as adverse reaction and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.